Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having problems with the insulin pump. They were trying to give a bolus but the wizard amount was higher than the insulin pump would allow. The customer's blood glucose level during the incident was 477 mg/dl. The customer's current blood glucose level was 497 mg/dl. The customer was assisted with changing the insulin pump's maximum bolus setting. The customer was able to do a bolus of 13 units for his high blood glucose. The device will not return for analysis.